Event description:
A customer reported temperature alarms 10 and 11 while charging the pump, which did not expose the device to extreme temperatures and did not impact their blood glucose level, which stayed below 500 mg/dl. The customer planned to use multi-dose injection therapy as a backup while obtaining a new tandem pump, as their current pump required replacement and was out of warranty. Technical support processed the return merchandise authorization for the pump and charging supplies and created a case for obtaining an out-of-warranty loaner pump.